Manufacturer narrative:
Product event summary # product ID# 419478: the full lead was returned, analyzed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 5076, implantable pacing lead, implanted: (B)(6) 2007, explanted: (B)(6) 2013; product ID 6949, implantable tachy lead, implanted: (B)(6) 2007, explanted: (B)(6) 2013; product ID c4tr01, bi-ventricular (bi-v), implanted: (B)(6) 2013, explanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient developed an infection. The lead was removed and will be replaced at a future undetermined date. No further patient complications have been reported as a result of this event.